Event description:
It was reported that the external pulse generator (epg) had a broken output connector and a ring was missing. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted. (B)(4).